Event description:
Boston scientific received information that the patient with this implanted device passed away after collapsing at home overnight on the same day that this device was implanted. A boston scientific field representative reported the patient had been upgraded from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) with no issues during the procedure. The post-operative device check showed no anomalies, and lead measurements were normal. The patient was discharged, and later that night, collapsed and may have struck his head. The patient could not be revived and was pronounced dead. It was not known if there were any allegations against the device. An autopsy was requested by the coroner, but the patient's spouse did not want one performed. The representative had requested the physician's permission to interrogate the device.

Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.